Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise as observed on the can to rv coil electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.